Event description:
It was reported the device is exhibiting intermittent operation. The customer reported the unit was intermittent during a kidney case and there were no adverse outcomes. Eventhough the system was intermittent they were able to complete the case.